Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that blades broke at the tip twice last month. The fragments that resulted from the break in both cases were safely removed from the patient without needing x-ray. The patients on both cases did not have particularly hard bone. On both cases, it was around the ethmoid cavity. One patient may have had polyps and other just chronic sinus sinusitis. Event dates for these two cases are unknown. Additional information received that a similar incident happened in a third case on (B)(6) 2017. This regulatory report is being filed for case 1 of 3 (medtronic internal reference number (B)(4)). Another regulatory report will be filed for case 2 of 3 (medtronic internal reference number (B)(4)). A third regulatory report will be filed for case 3 of 3 that occurred on (B)(6) 2017. (Medtronic internal reference number (B)(4)).

Manufacturer narrative:
Product analysis summary: received 6 sealed and 2 opened samples, part number 1884002, from lot number hg1q13j. There was a residue consistent with biological contaminants on the device. Visually, the inner tips were broken off at the first proximal tooth valley which would have resulted in the reported event. The portions that broke off measured 0.23¿ and 0.24¿ respectively. The mouth openings where the cutting action is performed showed impact marks on the outer and inner cutters consistent with the damage occurring while the blade was moving in a clockwise direction and counterclockwise on the other. There were no signs of misuse or mishandling. Visually, there were no signs of bends in the inner or outer assemblies. There was uneven wear inside the cutting tip which may indicate an interference fit (profile deviation) between the inner and outer assemblies. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.